Event description:
Lenstec received phone call stating "patient says vision foggy and experiencing distopsia and glare."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Based on the results of the investigation, the damage seen on the returned lens was possibly to facilitate its removal from the eye. There was no evidence to suggest that any aspect of this device was responsible for the patient's foggy vision and glare. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received phone call stating "patient says vision foggy and experiencing distopsia and glare."

Manufacturer narrative:
Lenstec is awaiting addiitional information, once received a supplemental report will be submitted. The lens was explanted.